Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that during removal of a cleo 90 infusion set, the patient observed blood in the cannula and did not see insulin dripping out of the end of the tubing the patient's blood glucose level was reported to be at 374mg/dl as a result of the reported issues. Ketones were also observed, but were not dangerous or life-threatening. A separate injection was administered to address the high blood glucose. The patient also reported she would resume insulin therapy with a new set. No permanent injury was reported.